Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 the loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs field service engineer was dispatched at the time of the occurrence. It was determined at the time that the most likely cause of the loss of monitoring was a hardware failure. The device¿s hard drive was replaced and the issue was resolved. The device was tested and confirmed to be functioning normally. The customer has not had a recurrence of the issue, since the reported event. This matter is considered to be closed. This report is complete.